Event description:
Reportable based on analysis completed on (B)(4) 2011.it was reported that during a coronary angioplasty procedure, a shaft kink occurred. The procedure was completed with a different device. No patient complications were reported the patient's status was reported as stable.returned product analysis revealed that the shaft was partially separated and the separation faces of the shaft had jagged edges with exposed braid in three locations.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned runway guide catheter was received with no original packaging. There was no blood or contrast on the outer surface of the catheter. The shaft was kinked and flattened 5, 41.5 and 60 cm from the hub. The shaft was partially separated and the separation faces of the shaft had jagged edges with exposed braid 51, 61.5, and 62 cm from the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).